Manufacturer narrative:
Event information was previously reported in 2029214-2026-00580. Continuation of d10: pipeline flex with shield technology stent model ped2-450-20 lot d016256. H3: product analysis (B)(4): equipment used: video inspection system (m-78210), ruler 200cm (m-83361). Drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F: as found condition: the pipeline flex shield braid and phenom 27 catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex shield pusher was not returned for analysis. Therefore, any contributing factors could not be assessed. The braid was returned stuck within the phenom 27 catheter hub. Damage location details: the distal and proximal ends of pipeline flex shield braid appeared to be fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. The phenom 27 catheter body, distal tip and marker were examined; and no damages were found. No other anomalies were observed. Testing/analysis: the total and usable lengths of phenom 27 catheter were measured to be within specifications. The catheter was cut to remove the braid from catheter hub. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues. Conclusion: based on the analysis findings, the pipeline flex shield and phenom 27 were confirmed to have resistance as the braid was stuck inside the catheter hub. Possible causes include resistance during delivery, high force delivery, operator did not have sheath properly seated in hub of microcatheter, over-manipulation, pushwire was torqued/pulled back during insertion or advancing ped inside microcatheter, and user resheaths device more than 2 times. However, the pipeline flex shiled could not be confiemd to have ¿difficult placement/positioning¿ and ¿device opens prematurely¿ as the braid was found to be fully opened and damaged. However, the root cause could not be determined. Possible causes include resistance during delivery, high force delivery, operator did not have sheath properly seated in hub of microcatheter, over-manipulation, pushwire was torqued/pulled back during insertion or advancing ped inside microcatheter, and user resheaths device more than 2 times. Vessel tortuosity was very severe. It is likely that the severe vessel tortuosity may have contributed to the reported issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of a pipeline device that had movement during delivery and encountered resistance with a phemon27 microcatheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the left internal carotid artery terminus with a max diameter of 9mm and a 5mm neck diameter. The landing zone (artery size) was 3.9mm distal and 4.4mm proximal. It was noted the patient's vessel tortuosity was severe. The access vessel was the left ica with a 4.4mm vessel diameter. Dual antiplatelet therapy (dapt) was administered with a platelet reactivity units (pru) level was 180. The angiographic post-procedure result was all distal arteries were filling well. It was reported that he ped2 device was taken up to the phenom27 and the tip wire of ped was aligned tip to tip with microcatheter marker. After exposing the distal tip wire the deployment started from mid m1 and after exposing about 40% of the device suddenly the entire system fell and came proximal to the aneurysm. To regain access in middle cerebral artery (mca), an attempt to resheath the device with microcatheter was made but even after 20mins the microcatheter was not tracking over the device. So the device was now planned to be remove and start from fresh by regaining access with wire and then redeploying the same device. But during recapturing of the device in the introducer sheath the pipeline opened in phenom hub. So a new device was taken to finish the case. It was noted that there was movement during placement. There was not multiple pipeline devices being used when movement occurred. There was moderate friction or difficulty during delivery/positioning. The pipeline was not implanted at the intended location. No additional steps were required to remove or secure the pipeline. The pipeline missed the landing zone. The device did jump during deployment. The pipeline was placed at least 3mm past the aneurysm neck on each side and the anterior cerebral artery (aca) side branches were covered by the pipeline, however, the anterior communicating (acom) had a good crossflow. The tip of the catheter did not moved during deployment. There was catheter resistance in the distal section of the device. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The pipeline was not used for an indication that is not approved (off-label). The catheter was flushed as indicated in the IFU. Ancillary devices include a non-medtronic long sheath (cerebase), guiding (cat5) , (synchro) wire, and the medtronic microcatheter ( phenom27). Additional information received reporting that the pushwire was not rotated or pulled back at any time during the procedure. The patient was not detected to have any infectious disease like hepatitis, hiv, etc.